Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had control board failure. A field service engineer replaced the controller board, checked all the cubie pockets and cables, and tested the system multiple times using the hardware testing application, confirming proper operation with the customer. The fse also checked and cleaned the compartment, inspected all drawers and connectors, performed additional testing, and confirmed the results with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es e8right device was not detected on bus. The customer mentioned that the indicator lights on the back of the pyxis unit are not illuminated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.